Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, the adhesion/clogging of the material on the glue at objective lens was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from a-rubber and forceps elevator. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the duedonovideoscope had foreign material found in the objective lens and the forceps elevator was leaking. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. The device was returned and evaluated. Further evaluation found the grip had a scratch, the forceps channel port had a dent, the air/water and suction cylinder had no color, the switch box had a scratch, the right/left knob had a scratch, the scope connector cover had a scratch, water tightness was lost due to a pinhole on the bending section cover, the distal end had discoloration, the connecting tube had buckling, adhesive around the light guide lens had a crack, water tightness of the forceps elevator was lost and the universal cord had wrinkles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.